Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient reported passing out due to a low bg level. The patient was found unconscious in her garage by her girlfriend. It was mentioned the patient had been unconscious for three days, however, it is unclear how this was determined. She was wearing a tandem insulin pump. There was no information provided about what the continuous glucose monitor (cgm) device was displaying leading up to or at the time of the event. On (B)(6) 2024, the patient's girlfriend called 911 and the patient was transported to the emergency room (ER). No specifics were provided regarding the patient¿s medications or treatment. During her hospitalization, the patient's wearable was removed, and she lost her tandem insulin pump. She was transferred to tandem as she requested a replacement insulin pump. The patient was discharged on (B)(6) 2024. The patient was ¿stable¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.